Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor displayed code 110.

Manufacturer narrative:
Follow-up report #1: additional information - 09/28/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code was a physically damaged inductor l1 on the computer/analog pca. The root cause for the damaged l1 inductor could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor displayed code 110.